Manufacturer narrative:
Additional information (07-november-2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse decontaminated the hm module, aligned reagent 1 arm, reagent 2 arm and sample arm. The cse adjusted the reagent carrousel, incubation and hm temperatures. The cse replaced the lamp and all hm module tubing. Routine monitoring and quality controls resulted within specification. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information (09/21/2017): on september 21st it was noted that calibration and quality controls (qc) data results were within expected range. In addition, the customer reported that on september 14th they performed instrument decontamination. A siemens headquarter support center (hsc) specialist reviewed the event data. Hsc concluded the data is consistent with biofilm in the chemistry wash fluidics. Service performed additional instrument decontamination the week of october 30th. The system performed within specification after decontamination.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls resulted within the expected mean. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed instrument decontamination. Upon follow up with the customer, samples were resulting as expected after troubleshooting. The cause of the discordant cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Related MDR were filed for this event: 2517506-2017-00775, 2517506-2017-00777

Event description:
Discordant, falsely elevated cardiac troponin I results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), and questioned. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, elevated cardiac troponin I results.